Event description:
It was reported that during a proctectomy with a j pouch procedure, the device fired fine the first time. The device was reloaded with a second cartridge and put together. When the device was fired, the device did not cut. It was noticed that the device was not lined up correctly. The device stapled, but not all the staples formed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that the device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information, please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.